Event description:
The customer reported the x-ray tube arm will not retract. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and determined the collimator driver pcb is defective, and not replaceable. Customer will decide what course of action to pursue. (B) (4).